Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure sense switch and o-ring were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient injury.